Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal did not emit energy as intended. The issue occurred during a therapeutic total laparoscopy hysterectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to provide a correction to the initial report. Corrected fields: h6 component code this report is related to MFR 3003724334-2024-00211. The device was not returned to olympus for inspection. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the powerseal did not emit energy as intended. The issue occurred during a therapeutic total laparoscopy hysterectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide updated results of the legal manufacturer's investigation and to correct the previously submitted report. Please also see section b5 (corrected fields: b5 ) for updates (added procedural delay). The device was returned to olympus for inspection and the reported failure was not confirmed as the issue was not able to be replicated. However, it was noted that after a few seconds of activation, error i767 for excess fluids in the jaw was received. Based on the results of the investigation, the reported issue was not replicated. The root cause of the reported issue and found failure cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the powerseal did not emit energy as intended. The issue occurred during a therapeutic total laparoscopy hysterectomy procedure. A delay in the procedure (unknown delay) due to the device malfunction was reported. The procedure was completed using a similar device. There were no reports of patient harm. No harm or impact was reported.